Event description:
Pt here for right lobectomy. During procedure for right lobectomy, universal stapler with a reload unit was fired but the reload unit would not be released and the stapler was attached with no success. The reload unit had to be pried off, this required additional lung tissue resection to remove the reload.